Event description:
A 1.5mm x 6mm sprinter rx dilatation balloon catheter was inserted to predilate a left circumflex lesion. Vessel morphology was reported to be moderately tortuous with severe calcification and 99% stenosis. It was reported that the balloon was advanced to the intended lesion site and on the first inflation the balloon ruptured at 6 atmospheres. The balloon was successfully removed from the pt. It was reported that negative purge performed on the device prior to use and no issues were noted by the user. The case was completed with two add'l sprinter dilatation balloon catheters and a stent was implanted. The pt condition is reported to be stable. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.